Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR could not be reviewed due to the unknown lot number.

Event description:
The event involved a microclave¿ clear neutral connector where the customer reported cracking and causing fluids to backup. The event date was unknown. There was unknown patient involvement and unknown harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation- it has not been received. The investigation is pending.